Event description:
It was reported that the left ventricular (lv) lead exhibited unacceptable thresholds and non-capture. The system was removed and replaced. Following the replacement procedure, the patient developed a hematoma. No treatment was required, and the issue resolved itself four weeks later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.